Manufacturer narrative:
H.6 investigation summary: "material #: 360213. Lot/batch #: 2271574. Bd received 26 samples for investigation. The samples were evaluated by visual examination and 9 of the samples had excess epoxy run down onto the hub. The white material is the epoxy resin, used to attach the cannula to the hub. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of epoxy rundown was observed in 5 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode excess epoxy. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® precisionglide¿ multiple sample needle that there was foreign matter on device cannula. The following information was provided by the initial reporter: phase: during product use defect; there is a foreign object blocking the connection between the blood collection needle and the hose. Quantity: 2. Effects: no other adverse effects on patients.